Event description:
Allegedly per medwatch 4400150000-2012-8046, "artificial hip was explanted after failing." Explant was sent to steelgate per patient's attorney's instructions.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed; however, the product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested from the user facility; however the device was not implanted at the revision facility and they have no further details. This report will be updated when the investigation is complete.